Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. Access was obtained via the right groin. The 90% stenotic, de novo lesion was located in the moderately tortuous and moderately calcified mid circumflex artery. The lesion was not predilated. The physician advanced the 2.5x32mm taxus liberte stent to the lesion but was unable to cross. Upon removal of the device it was observed that the stent strut was lifted. The procedure was completed with predilation of the lesion with an unspecified device and the deployment of another 2.5x32mm taxus liberte stent . No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluation: blood and contrast were visible in the distal and midshaft of the device which is consistent with the device being used. Visual, tactile and microscopic examination of the stent delivery system (sds) and stent revealed that the stent had one strut damaged at the 3rd and 5th row of the proximal end and extending back up to 90 degrees. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. Access was obtained via the right groin. The 90% stenotic, de novo lesion was located in the moderately tortuous and moderately calcified mid circumflex artery. The lesion was not predilated. The physician advanced the 2.5x32mm taxus liberte stent to the lesion but was unable to cross. Upon removal of the device it was observed that the stent strut was lifted. The procedure was completed with predilation of the lesion with an unspecified device and the deployment of another 2.5x32mm taxus liberte stent . No patient complications were reported and the patient's status is stable.